Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, the pump display was dimmed and customer was having issues with seeing the screen. Reportedly, the customer declined troubleshooting. There was no reported impact to the customer¿s blood glucose.